Event description:
Peritonitis (onset site: pelvic floor) [pelvic peritonitis] case narrative: initial information received on 12-dec-2018 regarding an unsolicited valid serious case received from japan_other sanofi-japan group employee under reference 5313117002018130189 on and transmitted to sanofi. This case involves a 51 years old female patient who experienced peritonitis (onset site: pelvic floor), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included hysterectomy since (B)(6) 2018. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient underwent robot-assisted total hysterectomy for high-grade cervical dysplasia and uterine myoma. One sheet of seprafilm was attached to the pelvic floor. On (B)(6) 2018, peritonitis (onset site: pelvic floor) developed. The onset site was clearly consistent with the site where seprafilm was attached. As of (B)(6) 2018, outcome of peritonitis (onset site: pelvic floor) was unknown. The patient developed an event of a serious peritonitis (onset site: pelvic floor) (peritonitis). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event. Final diagnosis was moderate peritonitis (onset site: pelvic floor). It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for peritonitis (onset site: pelvic floor). Reporter comment: the causality with seprafilm was assessed as probable. Contributing factors other than seprafilm included antibiotics and an extreme head down position during the robot-assisted surgery. Amendment to the report dated (B)(6) 2018: deleted "yes" from "malfunction" field of seprafilm. Added seriousness criterion "intervention required". Additional information was received on (B)(6)-2019: investigation summary was received. Added company comment and investigation result in product field.

Event description:
Peritonitis (onset site: pelvic floor) [pelvic peritonitis] ([pyrexia]). Case narrative: initial information received on 12-dec-2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on (B)(6) 2019 and transmitted to sanofi. This case involves a 51 years old female patient (158 cm and 48 kg) who experienced peritonitis (onset site: pelvic floor), while she was treated with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing cervical dysplasia and uterine leiomyoma. On (B)(6) 2018, the patient was admitted to hospital. The patient had no preoperative complication or diabetes mellitus. Reported preoperative conditions included the followings: favorable general health, good nutrition, no anemia, and no radiotherapy. On (B)(6) 2018, the patient underwent a prescheduled robot-assisted simple total hysterectomy for cervical high-grade dysplasia and uterine myoma. During this surgery, no thermal therapy was given. The operating surgeon had experience(s) with the use of seprafilm in the past. Four sheets of seprafilm were placed in the pelvic floor, where no infection was observed. There was no direct placement of seprafilm on an anastomotic site, and the condition of the placement was favorable. There was no indwelling drain. There was no preexisting adhesion. Adhesiolysis was performed. Inside the abdominal cavity, there was no preexisting non-purulent inflammation or preexisting infection. Intraperitoneal irrigation was performed (1 l). In the resection sites (uterus and its appendage), there was no preexisting non-purulent inflammation or preexisting infection. The resection sites were anastomosed with hand interrupting suture with the use of absorbable vicrye (inner layer). The operative field was clean-contaminated. In the two-layer suture to the laparotomy wound, the first layer was sutured with interrupting suture using an absorbable thread. The skin was sutured with hand interrupting suture, and no preexisting non-purulent inflammation or infection was seen. The operative time was approximately 3 hours. The volume of haemorrhage was 150 g. No blood transfusion was given. There was no second-look laparoscopy. On (B)(6) 2018, the patient had pyrexia with her body temperature being in the 39-degree-c range. A blood test showed wbc count 22100 and crp 2.73. Cefmetazole was started. Peritonitis developed in the pelvic floor, which seemed to coincide with the seprafilm application site. CT was performed to find details. This event prolonged the patient's hospital days. There was no readmission for the corrective treatment. Bacterial culture was performed; specimens were pus (in the pelvic floor) and blood collected on (B)(6) 2018, and targets included any aerobic or anaerobic bacteria, enterococcus, mrsa, pseudomonas aeruginosa, and colon bacillus. The culture detected none of these bacteria. Infection/inflammation-associated clinical examinations were performed. No histological examination was performed. On (B)(6) 2018, wbc count was 24400. Crp was noted to have increased to 7.17. The medication was switched to zosyn. On (B)(6) 2018, wbc count was 19800. Crp further increased to 17.27, which was suggestive of increased inflammation. Clindamycin and zithromac were introduced. On this day, the patient underwent a relaparotomy. During the relaparotomy, it was found that seprafilm had completely been absorbed and was therefore unremovable. No other action was taken. After this relaparotomy, an improvement was seen in the events. On (B)(6) 2018, wbc was 12600, and crp was 12.0. On (B)(6) 2018, wbc was 14200, and crp was 3.98. Drain removal was made. On (B)(6) 2018, wbc was 7700, and crp decreased to 0.21. The patient had no pyrexia; the event pyrexia resolved. On (B)(6) 2018, the event "peritonitis (onset site: pelvic floor)" resolved. The patient was discharged. The patient developed an event of a serious peritonitis (onset site: pelvic floor) (peritonitis). This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 20 days). The patient developed an event of a serious pyrexia. This event was assessed as medically significant and was leading to intervention. Due to this event patient's hospitalization was prolonged. The patient was discharged on (B)(6) 2018 (hospitalization during 20 days). Relevant laboratory test results included: body temperature - on (B)(6) 2018: [between 39 and 40 degrees c]. C-reactive protein - on (B)(6) 2018: 2.73; on (B)(6) 2018: 7.17; on (B)(6) 2018: 17.27; on (B)(6) 2018: 12.00; on (B)(6) 2018: 3.98; on (B)(6) 2018: 0.21. Computerised tomogram - on (B)(6) 2018: [peritonitis]. White blood cell count - on (B)(6) 2018: 22100; on (B)(6) 2018: 24400; on (B)(6) 2018: 19800; on (B)(6) 2018: 12600; on (B)(6) 2018: 14200; on (B)(6) 2018: 7700. Final diagnosis was moderate peritonitis (onset site: pelvic floor). The patient was treated with piperacillin sodium, tazobactam sodium (zosyn), clindamycin (clindamycin), azithromycin (zithromac) and cefmetazole sodium (cefmetazole sodium). The patient outcome is reported as recovered / resolved on (B)(6) 2018 for peritonitis (onset site: pelvic floor) and as recovered / resolved on (B)(6) 2018 for pyrexia. Reporter comment: the causality between seprafilm and the events (peritonitis and pyrexia) was probable. A relaparotomy was performed on (B)(6) 2018. Complete absorption of seprafilm was confirmed, but bowel adhesion was also observed in the seprafilm application site. As a result of this finding, inflammation in the pelvic floor was most suspected. The aforementioned facts led to a conclusion that seprafilm-caused inflammation might have occurred. CT showed no inflammation in other areas than the pelvic floor. Other possible contributing factors included antibiotics, a head-down tilt position during the robot-assisted surgery, and the thread used for anastomosis. Amendment to the report dated 12-dec-2018: deleted "yes" from "malfunction" field of seprafilm. Added seriousness criterion "intervention required". Additional information was received on 09-jan-2019: investigation summary. Additional information was received on 11-jun-2019 from the physician: added lab data, added corrective treatment, updated information on "peritonitis" (outcome, outcome date), added symptom "pyrexia", updated reporter comment, and updated clinical course. Corrections to the previous report: changed indication of seprafilm, and added concurrent conditions.

Event description:
Peritonitis (onset site: pelvic floor) [pelvic peritonitis] case narrative: initial information received on 12-dec-2018 regarding an unsolicited valid serious case received from japan_other sanofi-japan group employee under reference (B)(4) on and transmitted to sanofi. This case involves a 51 years old female patient who experienced peritonitis (onset site: pelvic floor), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included hysterectomy since (B)(6) 2018. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018. The patient underwent robot-assisted total hysterectomy for high-grade cervical dysplasia and uterine myoma. One sheet of seprafilm was attached to the pelvic floor. On (B)(6) 2018. Peritonitis (onset site: pelvic floor) developed. The onset site was clearly consistent with the site where seprafilm was attached. As of (B)(6) 2018. Outcome of peritonitis (onset site: pelvic floor) was unknown. The patient developed an event of a serious peritonitis (onset site: pelvic floor) (peritonitis). This event was assessed as medically significant and was leading to intervention. The patient was hospitalized for this event. Final diagnosis was moderate peritonitis (onset site: pelvic floor). It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for peritonitis (onset site: pelvic floor). Reporter comment: the causality with seprafilm was assessed as probable. Contributing factors other than seprafilm included antibiotics and an extreme head down position during the robot-assisted surgery. Amendment to the report dated (B)(6) 2018: deleted "yes" from "malfunction" field of seprafilm. Added seriousness criterion "intervention required". Additional information was received on 09-jan-2019: investigation summary was received. Added company comment and investigation result in product field.

Event description:
Peritonitis (onset site: pelvic floor) [pelvic peritonitis]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (lp) (B)(6)-pcp under reference on (B)(6) 2018 and transmitted to sanofi. This case involves a (B)(6) years old female patient who experienced peritonitis (onset site: pelvic floor), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included hysterectomy on (B)(6) 2018. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient underwent robot-assisted total hysterectomy for high-grade cervical dysplasia and uterine myoma. One sheet of seprafilm was attached to the pelvic floor. On (B)(6) 2018, peritonitis (onset site: pelvic floor) developed. The onset site was clearly consistent with the site where seprafilm was attached. As of (B)(6) 2018, outcome of peritonitis (onset site: pelvic floor) was unknown. The patient developed an event of a serious peritonitis (onset site: pelvic floor). This event was assessed as medically significant. The patient was hospitalized for this event. Final diagnosis was moderate peritonitis (onset site: pelvic floor). It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for peritonitis (onset site: pelvic floor). Reporter comment: the causality with seprafilm was assessed as probable. Contributing factors other than seprafilm included antibiotics and an extreme head down position during the robot-assisted surgery.